Event description:
It was reported the device motor rate error. No patient injury reported.

Manufacturer narrative:
The device was received with both tamper seals were still intact and no physical damaged was found on the device. The history log showed motor rate error . The device was tested using the occlusion test. Testing found motor rate error was duplicated during occlusion test and contamination was found on the tip of the worm coupling. The root cause was unable to determine. Cleaned grease on worm coupling. Performed occlusion test and all functional tests which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).